Manufacturer narrative:
Device 1 of 2. Reference manufacturer report: 2032380-2011-00118.

Event description:
During an arthroscopic procedure, the physician was reportedly utilizing a smartstitch perfect passer, the smartstitch perfectpasser connector and the smartstitch perfectpasser magnumwire suture cartridges. Intra-operative the physician reported the suture cartridge continually "popping off" the end of the connector. Multiple attempts to obtain additional information regarding this event were made but were unsuccessful. No patient complications were reported as a result of this event.